Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they met with a manufacturer¿s representative (rep) on (B)(6) 2017 and the rep asked the patient to see a healthcare provider (hcp) about replacement. The patient reported the issues wouldn¿t be resolved until the device is replaced. The patient reported that they had an appointment with their hcp on (B)(6) 2018 to discuss replacement surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - post lumbar laminectomy syndrome. It was reported that there was an elective replacement indicator (eri) seen. Patient was not dissatisfied with the neurostimulator longevity. Patient, however, stated that he had to charge his implant more often. Patient stated that he had to charge his device every week and it took pretty much all day to charge and part of the next day. Patient stated he used to charge every week to week and a half. Patient was redirected to follow-up with healthcare provider to discuss replacement. No symptoms reported. No further complications were reported/anticipated.